Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR. Report: 1627487-2013-13049. It was reported the pt was not receiving stimulation coverage on her right side. Reprogramming confirmed the issue. The pt also stated she was experiencing as she described "immense pain" on her right side. X-rays identified the pt's leads had migrated to the left side. Surgical intervention may be taken at a later date to reposition the leads.